Manufacturer narrative:
(B)(4). Eval summary: the device was not returned for eval. Failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, interaction with previously deployed stent, and accessory device support. Further, stent dislodgement may be attributed, but not limited, to improper crimping during mfg, mishandling during manufacturing or at the account, improper technique during removal of the protective sheath, or interaction with anatomy or accessory devices. In this case, there was no reported stent damage prior to use. The pt anatomy was mildly tortuous and calcified, which likely contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement. The dislodged stent was eventually deployed outside of the target lesion and additional therapy/non-surgical treatment with a balloon catheter was used to seal the perforation. A conclusive cause for the reported stent dislodgement could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. During mfg, all sds are 100% visually inspected for stent damage and proper stent placement, and a sampling of units is destructively tested for stent dislodgement force.

Event description:
It was reported that during a procedure in the mid left anterior descending (lad) artery, a perforation occurred from a non-abbott balloon dilatation catheter. A jostent graftmaster was introduced into the anatomy; however, the stent failed to cross the lesion and dislodged. The stent was deployed in the proximal lad. The perforation was sealed with the balloon tamponade. There was no adverse pt sequela reported. No additional info was provided.